Event description:
The left implantable neurostimulator (ins) depleted quickly and was replaced. Additional information has been requested, a follow-up report will be sent if additional information becomes available.